Manufacturer narrative:
One device was received for evaluation. Visual and functional testing noted a defective motor. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "pump doesn't work" message and it did not stop beeping. It is unknown if there was patient involvement.